Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x18 mm multi-link stent was implanted at 14 atmospheres in the proximal left anterior descending coronary artery. The stent delivery balloon was unable to be fully deflated and the balloon was difficult to remove from the stent. The guide wire, balloon and guide catheter were removed as a unit. There was good result and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported deflation issue (partial) was not confirmed. The balloon was able to be inflated and deflated within specification, 3 times. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported deflation issue (partial) and difficult to remove appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.